Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3387-40 lot# 0204204852, implanted: (B)(6) 2010, product type lead. Product ID: 3387-40 lot# 0203995253, implanted: (B)(6) 2010, product type lead.

Event description:
Information was received from a healthcare professional via a representative regarding a patient who was implanted with a neurostimulator. It was reported the patient had experienced a deep brain stimulation (dbs) system infection. There were no known environmental, external, or patient factors that may have led or contributed to the issue. No diagnostics/troubleshooting was performed. The infected dbs system was scheduled for removal. The issue was not resolved at the time of report. No further complications were reported /anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the deep brain stimulation (dbs) and all components had been explanted. This included explantation of remaining dbs cranial leads and extensions. All implants were out of service.